Manufacturer narrative:
A ge service rep performed an on site investigation. The s-ram card and the u20 on the printed circuit board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's s-ram card needed to be replaced and that a checksum error message was displayed and the system would not boot up. No pt injury was reported.